Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation, the helix was broken at 51 cm distance from the tip of the catheter. Also, the tube was damaged at 51.5 cm from the tip of the catheter and the helix was peeking out of the break. The reported mechanical jam was not observed during investigation and could not be reproduced therefore, cannot be confirmed. Therefore, the investigation is confirmed for the reported helix break issue. The definitive root cause could not be determined based upon provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, d4 (unique identifier (UDI) #). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the middle portion of the superior mesenteric artery via the right femoral artery approach, the catheter allegedly became clogged. It was further reported that the catheter allegedly broke. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly broke. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: a voluntary recall has been initiated for the rotarex atherectomy system. The atherectomy catheter eifu was updated to clarify and emphasize procedural steps intended to reduce the likelihood of catheter breakage events. Catheter has an outer cylinder connected to a rotating helix, which could fracture and/or break, which would require retrieval, and helix facture/break could cause vessel injury and lead to severe bleeding. As part of an internal investigation, this event was reviewed in collaboration with our medical affairs team. Based on the findings, it has been determined that the event meets the criteria for a serious injury as defined under 21 cfr 803.3. Accordingly, we are submitting this report to reflect the upgraded classification. Please refer to section b5 of this report for a detailed event description and rationale for the reclassification. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was returned for evaluation, and a physical investigation was performed for the catheter. During physical investigation, a helix break was found 51 cm from the tip, and tube damage was observed at 51.5 cm, with the helix protruding from the break. The reported mechanical jam could not be reproduced or confirmed. The investigation confirmed the helix break; however. The definitive root cause could not be determined based upon provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (expiry date: 12/2023), g3. B1, b2, b5, h1, h6 (patient). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported during an emergency endovascular procedure to treat a sub occlusive thrombus in the superior mesenteric artery (sma) of a coronary patient at risk of mesenteric ischemia, the rotarex thrombectomy probe broke during the procedure. After an initial pass, the catheter became clogged and was flushed with heparinized saline. During a second pass, the catheter ceased functioning and was removed, at which point it was discovered that the catheter component had fractured. As a result, the procedure was interrupted and the thrombectomy could not be completed. There were no reported clinical signs or consequences to the patient.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation, the helix was broken at 51 cm distance from the tip of the catheter. Also, the tube was damaged at 51.5 cm from the tip of the catheter and the helix was peeking out of the break. The reported mechanical jam was not observed during investigation and could not be reproduced therefore, can not be confirmed. Therefore, the investigation is confirmed for the reported helix break issue. The definitive root cause could not be determined based upon provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the middle portion of the superior mesenteric artery via the right femoral artery approach, the catheter allegedly became clogged. It was further reported that the catheter allegedly broke. The procedure was completed using another device. There was no reported patient injury.